Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during testing, the external pulse generator (epg) was found to have inaccurate sensing. The caller was informed that the epg is past its service life. There was no patient involvement.